Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated the dialysis cycler cassette had "busted" open while in the cassette door. The patient stated when he removed the cassette after ending treatment the back of the cassette was torn open allowing solution to come in contact with the inside of the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated the dialysis cycler cassette had "busted" open while in the cassette door. The patient stated when he removed the cassette after ending treatment the back of the cassette was torn open allowing solution to come in contact with the inside of the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Date of report: follow-up 001 emdr submission missing date of report date 08/25/2017.

Event description:
A peritoneal dialysis (pd) patient stated the dialysis cycler cassette had "busted" open while in the cassette door. The patient stated when he removed the cassette after ending treatment the back of the cassette was torn open allowing solution to come in contact with the inside of the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. The pdrn stated the sample was discarded and was no longer available for evaluation.